Event description:
In late 2004, the patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, contralateral leg component, and an iliac extender component. In 2008, devices were explanted due to aneurysm enlargement related to a type ii endoleak from a lumbar artery that could not be treated with interventional techniques. The patient was converted to open repair.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient: pxc121200/04251410 and pxl161207/042261104.